Event description:
Medwatch report number (B)(4) received (B)(6) 2010. A hospital respiratory therapist was setting up a precision flow humidification unit when water came out of the disposable pt circuit (dpc). The dpc was replaced and the set up was successfully completed. Vapotherm found the dpc air venting membrane to be damaged (cut). The cause of the damage was attributed to handling during mfg. Corrections to the mfg system have been made.